Event description:
The valve was explanted due to severe mitral regurigitation secondary to mitral valve dehisence. Another valve was implanted. The pt expired the next day. The hosp will send the valve for testing at an independent laboratory or facility.